Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 at 20:06:40 - 20:06:45 there was an atypical loss of ac power while connected to the mpu. This event caused low power hazard and power cable disconnect alarms that became a no external power alarm. The backup battery powered the system during this event and the event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information indicated the no external power alarm was due to electricity issues at the patient¿s house, that the mpu would not be returning, that the serial number of the mpu was unavailable and that it is unknown if the mpu had a v-lock connector. The root cause of the reported no external power alarm was determined to be from an electrical issue at the patient¿s home, as reported. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were no external powers on the patient's mobile power unit (mpu). The log file indicated the patient was not consistently connected to the mpu, which suggests the patient was sleeping on battery power. The patient reported that there was a power blip in the electric supply at the house which interrupted mpu power.